Event description:
Philips received a complaint on an intellivue mp30 patient monitor indicating that non-invasive blood pressure (nibp) values are inconsistent. The device was in clinical use at the time the issue was discovered. This was noted after a cardiac arrest; no death occurred.

Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer and indicated the problem could be reproduced; the nibp values are inconsistent. A check of the condition of the accessories (cuff) was done and a replacement of these accessories with new ones was advised. The customer will contact again if necessary. At this time, no additional reports of this issue on this device have been received. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was related to the nibp accessories. The customer was advised to replace the accessories. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: (B)(6).